Event description:
It was reported that the spinal cord stimulator (scs) device was making the patients tailbone pain worse. The patient underwent an explant procedure and was doing well postoperatively. The explanted devices were not returned as they were disposed by the medical facility.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI, upn: m365sc2408560, model: sc-2408-56, serial: (B)(6), batch: 7083137, UDI: (B)(4). Product family: scs-linear leads-MRI, upn: m365sc2408560, model: sc-2408-56, serial: (B)(6), batch: 7083139, UDI: (B)(4). Product family: scs-lead fixation-MRI, upn: m365sc43190, model: sc-4319, batch: 30994183, UDI: (B)(4).